Manufacturer narrative:
(Presented with a ruptured abdominal aortic aneurysm) - evaluation codes, results - death, migration, endoleak. Presented with a ruptured abdominal aortic aneurysm and patient did not return for follow-up. Another manufacturer's aortic cuff. Conclusions: presented with a ruptured abdominal aortic aneurysm and patient did not return for follow-up. Another manufacturer's aortic cuff.

Event description:
An aneurx stent graft system was successfully implanted into a patient for the emergent endovascular treatment of a ruptured abdominal aortic aneurysm approx 28 months ago. In the aortic neck, there was disease progression resulting in aortic neck dilatation and a very short aortic neck. The patient was lost to follow-up and presented emergently with back pain. The CT demonstrated that the stent graft has migrated resulting in a type I endoleak. The physician placed another manufacturer's aortic cuff, however, the cuff covered the renal arteries and the physician decided to perform an open surgical repair. It was reported that during the procedure, the patient had a myocardial infraction and expired.